Manufacturer narrative:
(B)(4). Returned test strips evaluated and no low readings were observed. Returned meter evaluated with no defect found.

Event description:
Consumer reported complaint for blood glucose test results. The expected fasting blood glucose test result range is 100 to 125 mg/dl. The blood glucose testing is performed three to four times daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking medication to manage diabetes. Comparison of blood glucose test results by customer from trueresult meter to two competitor meter and physician meter. Back to back blood test performed by customer produced test results of 159 mg/dl and 215 mg/dl using two competitor meter and 110 mg/dl using trueresult meter. Back to back blood test performed by customer produced test results of 128 mg/dl using physician meter and 100 mg/dl using trueresult meter. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 114 mg/dl and 114 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed: (B)(6). Adverse event not reported.